Event description:
It was observed during the device evaluation, that the gastrointestinal videoscope exhibited a liquid that drips from the light guide (lg) bundle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the device was incorrectly handled during reprocessing, and an interoperability problem. The most probable cause of this complaint is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.